Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was giving a gas leak warning.

Manufacturer narrative:
Updated field: b4, g6, h2, h6 (health effect clinical code, component code, investigation findings , investigation conclusion, type of investigation,health effect impact code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, complaint was that unit was saying gas leak and had to unplug and replug catheter. Fse could verify in the error logs that there were 2 gas loss in iabp circuit errors. There were no faults which showed in the fault logs related to this incident. Also, fse could not reproduce the problem. Performed complete iabp calibration, functional, safety, and performance checks. Product passed all checks completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (investigation findings ,type of investigation), h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.